Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided, which cover the period (B)(6) 2020 to (B)(6) 2020 found that: bottle 9 (ethanol) was not in contact with the corresponding sensor for eight seconds from 03:42:00am on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 03:42:14am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to these user actions were: ethanol concentration=59.5%, cycle=106, cassettes= 7942 and days=39. Following the incorrect user action at 03:42:14am on (B)(6) 2020, the reagent in bottle 9 (ethanol) was used for the final dehydration step in six (6) protocols comprising a total of 624 cassettes, which either started or completed between 07:18am on 30 september 2020 and 00:00am on (B)(6) 2020. The station properties for bottles 12 (xylene), 1 (formalin) and 2 (formalin) were reset between 06:36am and 06:50am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration for each bottle was to be set to the default value. Prior to resetting the station properties, each of these bottles was not in contact with the corresponding sensor for sufficient time for the user to replace the reagent. Specifically, bottles 1 (formalin) and 2 (formalin) were not in contact with the corresponding sensor for over 10 minutes; and bottle 12 (xylene) was not in contact with the corresponding sensor for 2 minutes and 44 seconds. However, the fss documented: "after these runs is when the customer realized that reagents were mixed in both bottles (#1 and #2) for formalin with xylene". This information indicates that a user had filled bottles 1 and 2, which are designated for formalin, with xylene in error on (B)(6) 2020. The reagent in bottles 1 (formalin) and 2 (formalin), which were filled with xylene in error, was used for the fixation step of three (3) protocols executed between (B)(6) 2020 and the reagent in bottle 9 (ethanol) with an ethanol concentration below 59.5% was also used for the final dehydration step of the three (3) protocols executed between 01 and 02 october 2020. The station properties for bottles 1(formalin), 2 (formalin), 3 (ethanol), 4 (ethanol), 5 (ethanol), 6 (ethanol), 8 (ethanol), 9 (ethanol), 10 (ethanol), 11 (xylene), 12 (xylene), 13 (xylene), 14 (xylene), 15 (cleaning xylene), 16 (cleaning ethanol) and the wax in wax bath 4 were reset between 10:41am and 12:18pm on (B)(6) 2020, which was following completion of the six protocols from which the quality of tissue processing was likely to have been adversely impacted. Although the user affirmed in the instrument software that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 03:42:14am on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 59.5% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 (ethanol) with an ethanol concentration below 59.5% was used for the final dehydration step of six protocols, which either started between 07:18am on (B)(6) 2020 and 00:00am on (B)(6) 2020. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The fss documented that: "after these runs is when the customer realized that reagents were mixed in both bottles (#1 and #2) for formalin with xylene". This information indicates that a user had filled bottles 1 and 2 designated for formalin with xylene in error on (B)(6) 2020. Processing tissue samples using xylene for the fixation step instead of formalin would adversely impact the quality of tissue processing. While the xylene used for the fixative step would not be able to effectively infiltrate the raw tissue samples, it would soak the tissue carriers (e.g. Sponges, paper, etc.), which would both inhibit optimal dehydration of the tissue samples in subsequent dehydration steps and result in carry-over of xylene contamination (ethanol in this case) into the dehydrating reagents. The latter will further decrease the efficacy of the ethanol dehydration steps in subsequent protocols. Further, the detrimental impact to the quality of tissue processing from the use of xylene instead of formalin in the fixation step(s) of a protocol is inversely correlated to the size of the tissue samples ie. The smaller the size of the tissue samples, the thicker the tissue carrier used, and the larger the detrimental impact to the quality of tissue processing. The root cause of the sub-optimal tissue processing reported was a combination of use errors. The use errors occurred at 03:42:14am on (B)(6) 2020 during manual replacement of the reagent in bottle 9 (ethanol); and during manual replacement of the reagent in bottles 1 (formalin) and 2 (formalin) on (B)(6) 2020 when a user filled these bottles with xylene in error, as reported by the complainant to the fss. The manufacturer instructions detailed in the leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported that tissue samples, which had been processed using peloris ii rapid tissue processor serial number (B)(4), were "mushy". The assigned leica senior applications specialist-core histology (fss) documented the following information reported by the complainant: "poor processing on two processors. Identical issues in both. Smelled xylene in formalin containers, overnight runs, yesterday morning, both retorts tissue was mushy, no error messages on these runs pending diagnosis tissue not reprocessed, changed formalin bottles, did not change alcohols and xylene bottles waiting supplies. Did test runs after, no errors runs completed,the complainant contacted leica biosystems and reported that tissue samples, which had been processed using peloris ii rapid tissue processor serial number (B)(4), were "mushy". The assigned leica senior applications specialist-core histology (fss) documented the following information reported by the complainant: "poor processing on two processors. Identical issues in both. Smelled xylene in formalin containers, overnight runs, yesterday morning, both retorts tissue was mushy, no error messages on these runs pending diagnosis tissue not reprocessed, changed formalin bottles, did not change alcohols and xylene bottles waiting supplies. Did test runs after, no errors runs completed". On 02 october 2020, the fss provided applications support by phone in relation to this event. The fss documented the following information: "runs were done, dates not shared. After these runs is when the customer realized that reagents were mixed in both bottles (#1 and #2) for formalin with xylene. Only the formalin bottles were changed after event. Customer states that their alcohol and xylenes are on back order". The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from two (2) processing runs. Specific details of the date(s), start/end times, protocol name(s), the type of tissue samples processed and the size of the tissue samples processed were not provided. On 19 october 2020, the fss documented that: "customer restated that this was a user error directly related to the wrong reagent being placed on the unit." On 22 october 2020, leica biosystems (B)(4) received information from the assigned leica senior applications specialist-core histology that all cases involved in this event were diagnosable.